Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the nasolabial folds. Three days later patient developed "rashes on both sides of cheeks and nose, some redness and itch." There were a "couple of small vesicles" on the nose that had resolved. Patient was treated for symptoms however type of treatment is unspecified. Symptoms resolved after 2 weeks.

Manufacturer narrative:
Medwatch sent to FDA on 04/06/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of rashes, redness, itching, and small vesicles are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of itching, erythema, rash and skin irritation: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. . These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvederm ultra plus xc in the nasolabial folds. Three days later patient developed "rashes on both sides of cheeks and nose, some redness and itch." There were a "couple of small vesicles" on the nose that had resolved. Patient was treated for symptoms however type of treatment is unspecified. Symptoms resolved after 2 weeks.